Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error. The service disk "did not work" for the client. The programmer was sent back for repair. No patient complications have been reported as a result of this event.